Manufacturer narrative:
Additional information received on december 10, 2021 indicated that the left side rupture and bilateral ptosis. The patient also underwent bilateral mastopexy. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4) the initial report missed indicating that the right side has asymmetry issue.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian patient who underwent a breast augmentation revision with a mentor memoryshape, 440cc breast implant experienced left sided rupture post operative. The rupture was discovered during the surgery. As a result, patient, underwent bilateral mastopexy, and replacements as follow: l/ cat#: 3503754bc, sn#: (B)(4), r/ cat#: 3503754bc, sn#: (B)(4) on (B)(6) 2021. This report relates to the right prosthesis.